Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d4; g3; h1; h2; h3; h4; h6. The reported event could not be confirmed. Visual examination of the provided photo identified an explanted tibial bearing covered in bio-debris. The poly shows signs of wear with part of the bearing appearing to have been worn away. No product markings are visible in the provided photo and therefore lot and part number cannot be verified. No product was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 2.5 years post-op due to pain. Attempts to obtain additional information have been made; however, no more is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: unknown catalog#, unknown tibial component, unknown lot#. Unknown catalog#, unknown femoral component, unknown lot#. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to correct information. Corrected: d3, manufacturer name and address, g1, manufacturing site for devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.